Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that a placement signal unreliable alarm occurred after the confused patient got out of their bed. The impella was repositioned, and the issue was resolved.

Manufacturer narrative:
D1. Brand name corrected. D4. Serial corrected. B5. Additional event description inadvertently left out of previous report added.

Event description:
Additional information was received that reported a call was received regarding a placement signal unreliable alarm. Team states that patient was confused and got out of bed without assistance. He was found with the impella on the upper right side of the bed and patient on the left side of the bed attempting to ambulate to the bathroom with the impella reportedly tugged on, wrapped around his leg and pulled taunt. Impella was alarming placement signal unreliable with drop of bp. Epi push given with improvement in bp. Patient assisted back to bed and tte revealed impella across av however inlet cage appeared to be shallow near av annulus. Cm marking remained @ 47cm on device and 3 point fixation remained. Cts repositioned device advancing 3cm and reoptimizing trajectory then pulling back with final position remaining at 47cm with satisfactory position. Psnr remained active, no kinks noted. Instructed to push on impella cable plug connection to aic. Appropriate waveforms immediately resumed with resolution of the alarm. No further impella related alarms or position issues.

Manufacturer narrative:
Updated information: d4 catalog number updated. D6b explant date added. H6 clinical code changed from e2403 to e2321. H6 impact code added code f2303.

Manufacturer narrative:
B1, b2, b5, h1 revised to reflect information that was inadvertently omitted on the supplemental manufacturer device report -1.